Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The broken locking screws and the broken nail were classified as primary products during investigation. Technical evaluation: no deviations were found during review of the manufacturing and inspection documents (DHR). The screws and the nail were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. An investigation of both broken screws was not possible because they were not provided. Clinical evaluation: all available information was evaluated by a medical expert. Excerpt of the assessment: ¿final conclusion: based on the presented data, the breakages of the gamma-nail and the distal locking screws were caused by early overloading in a completely unstable fracture constellation with insufficient fragment reduction.¿ non-unions, post-operatively loads and intra-operative implant damages are listed as adverse effects in the IFU. Furthermore the operative technique includes the correct handling and combination of the implants. If other listed adverse effects, like obesity or diabetes, did also contribute to the implant breakages is unknown due to missing information. No non-conformity identified; no previous or actual actions are in place. Device was not available.

Event description:
Sales rep reports that a few weeks after surgery, 2 screws have broken.

Event description:
Sales rep reports that a few weeks after surgery, 2 screws have broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.